Manufacturer narrative:
Device evaluation: the intraocular lens (iol) without the delivery system was returned for evaluation. The lens was inspected with magnification. The lens was cut in two parts most probably to make explant possible. Both haptics were observed intact. Loose particles on the iol were observed indicating handling of the lens out of the sterile environment. The two halves of the lens were observed clear as expected. The manufacturing record and related documents show that the production order was manufactured according to specifications and product met inspection criteria. There is no associated deviation or non-conformity report found in the manufacturing record review for this complaint. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. A review of the global quality management system did not identify any field actions related to the reported issue. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, no product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, no reason for the explant was provided. While attempts for information have been made, no details have been received. No further information has been provided.